Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off/pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that stopper pop off occurred with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was reported that gold top tube pops off and pulls out while performing venipunctures. For the last several weeks, the customer has noticed the tubes are pushing back and sometimes pop off during venipuncture. They have had to hold them on to prevent this from happening. For a couple week, I have noticed that when performing venipunctures, at least every other patient, the 5.0 ml gold top pops off and sometimes I have to hold it in place. I have also spoke to my colleges and they have had the same thing happen to them as well. Today I informed my supervisor that there may be a defect with the tubes so she instructed me to fill out this form."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pop off occurred with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was reported that gold top tube pops off and pulls out while performing venipunctures. For the last several weeks , the customer has noticed the tubes are pushing back and sometimes pop off during venipuncture. They have had to hold them on to prevent this from happening. For a couple weeks, I have noticed that when performing venipunctures, at least every other patient, the 5.0 ml gold top pops off and sometimes I have to hold it in place. I have also spoken to my colleges and they have had the same thing happen to them as well. Today I informed my supervisor that there may be a defect with the tubes so she instructed me to fill out this form."